Event description:
Dear milad this unit starts to ventilate instantly upon startup and skips over standby.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag approximately 10 months ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. The device started to ventilate instantly on start-up and skipped over standby. The investigation was not completed as the device was taken out of service by the customer. The issue is not likely to be serious to public health but has the potential to cause serious injury or death if it were to recur. There was no patient or user harm.